Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding - gums [gingival bleeding]. Toothbrush fell apart, piece of metal from the brush came into contact with gums [device breakage]. Toothbrush broke, piece of metal came into contact with gums. Gums bled [injury associated with device]. Consumer e-mailed stating the toothbrush fell apart and as a result a piece of metal from the brush came into contact with his/her gums. No serious injury was reported.